Event description:
It was reported that the t:slim x2 pump battery would not charge properly, with the connection being unstable even when using the original charging supplies. No adverse impact to the customer¿s blood glucose level was noted. The customer tried different charging cables, but the issue persisted, prompting technical support to send a replacement cable and wall adapter. Ultimately, the pump was assessed to have cosmetic damage and was replaced with instructions provided for the customer to return the problematic pump.